Event description:
Patient developed late-forming seroma of left breast in (B)(6) 2019. Aspirated fluid with no evidence of malignancy. Seroma recurred multiple times with repeat aspirations. Patient developed staph infection and implant removed with capsulectomy on (B)(6) 2020. Specimen showed no evidence of malignancy. Patient subsequently diagnosed with bia-alcl.